Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece. It was reported that the blade on the handpiece split and started to peel apart. The generator was still in use and only the handpiece was faulty. It was noted that the site had saved the handpiece but could not locate it and would reach out if the handpiece was found. The cause was thought to be a bad lot or manufacturing error. There was no impact on patient outcome.